Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Correction the MFR. Report #1221359-2021-00894 that belongs to this supplemental report was inadvertently used on the supplemental MFR. Report # 1221359-2021-01239 in error. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lots 132151, test base part number 195-430h / lot 129821a. . The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for these specific lots based on the total quantity of devices manufactured for distribution are: lot 132151: (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m133272, test base part number 190-430 / lot m133272. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positives using the binax now covid-19 ag card performed on multiple dates. This is report 1 of 2. The customer reported two false positives (B)(6) 2021 using binax now covid-19 ag card on a nasal kitted swab. Repeat testing was performed on the same day and generated negative results. Additionally, pcr confirmation generated positive results on the same day. Further repeat and confirmation testing were performed on (B)(6) 2021 (reference report #1221359-2021-00895) the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there were no delays or impact of treatment due to test results. The patient and her close contacts were removed from school for a week. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rue out bacterial infection or co-infection with other viruses. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.